Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2011, patient reported acute low back and lower back pain which radiates down bilaterally to lower extremities. Acute pain started on (B)(6), 2011. Patient reported has lower central lumbar pain that radiates from the buttock into the groin and down bilateral lower extremities. X-rays showed that she had degenerative changes in her lumbar spine. Loss of lordosis is present in her lateral views. She has significant spondylolisthesis at l4-5. Significant disc space collapse between vertebrae l5-s1, l4-5, l3-4, and l2-3. Facet arthropathy is noted throughout the entire lumbar spine and into the thoracic as well. MRI from 2007 showed severe spinal stenosis complete block l2-3 and l3-4. Patient underwent MRI of lumbar spine w/o contrast. Impression: 1. There is critical spinal stenosis at l3-l4 with severe-critical spinal stenosis atl1-l2. 2. Multiple levels demonstrate severe neural foraminal stenosis. 3. No evidence of a compression deformity. 4. These results were telephoned to (B)(6) office at 12:46 hours. On (B)(6) 2011, patient presented for physical therapy. On (B)(6) 2011, patient presented for follow-up to discuss MRI results. Patient reported great amount of pain since the acute exacerbation of the lower back pain and bilateral leg pain, right leg pain was worse. Epidural injections did not provide pain relief. MRI showed critical spinal stenosis at l3-4 and l1-2. There is stenosis noted from l1 all the way to the sacrum. A slip is present at l3-4 which is the worst of her levels. This is noted on the sagittal view and axial views show the critical stenosis. On (B)(6) 2011, patient underwent following procedure: 1. Tlif t12-l1 and l5-s1, 2. Placement of interbody spacer t12-l1 and l5-s1, 3. Decompression spinal cord and nerve roots: t12-l 1, l 1-2, l2'3, l3-4, l4-5, l5-s1, 4. Posterolateral arthrodesis t12-l 1, l1-2, l3-4, l4-5, l5-s1, 5. Segmental instrumentation t12 to s1, 6. Bilateral iliac crest bone graft, 7. Aspiration left hip for stem cells, 8. Neural monitoring, 9. Use of rhbmp-2, 10. Repair incidental durotomy, 11. Microscope; for a pre-op diagnosis of: 1. Critical spinal stenosis l 1-2 and l3-4 with multi-level spinal stenosis from l1-2 to l5-s1 laterally, 2. Left leg radiculopathy. Per-op notes: general anesthesia was given and the patient was placed prone on a well-padded jackson table. Stem cells were aspirate form hip, which was followed by bilateral iliac crest bone graft harvest. The posterolateral gutters were then bone grafted using the remaining iliac crest bone, local bone, demineralized bone matrix, vancomycin and rhbmp-2 strips over the top of the bone. This was impacted digitally over both posterolateral gutters after decortication of all the transverse processes and remaining lateral pars. No complications were reported during the procedure. On (B)(6) 2011, patient presented for follow-up post-op lumbar fusion procedure with decompression from t12 to s1. Patient presented in a wheelchair. X-rays showed good hardware placement of the pedicle screws. Interbody grafts are well-placed at t12 and l1 for good bone maturation purposes, the same as in the posterior lateral gutters. On (B)(6) 2011, patient presented for follow-up. Patient was irritable and left foot was weak. X-rays showed no change in hardware position and bone graft was in excellent position. The interbody spacers remained stable. On (B)(6) 2011, patient presented for follow-up. Patient reported weakness to left tibialis anterior. Patient underwent x-ray which showed no change in hardware position and bone graft was in good position. Impression no acute findings. Extensive surgical changes from posterior fusion of t12 through s1. Atherosclerotic disease. On (B)(6) 2011, patient presented for follow-up. Patient reported foot drop. Patient uses walker for long term ambulation. Back pain was nearly resolved. Patient underwent x-ray of lumbosacral spine. Impression: post laminectomy changes with posterior fusion are noted extending from t12 to s1. On (B)(6) 2011, patient presented for follow-up. Patient reported acute buttock and bilateral hip pain, which is worse on right. Patient still had foot drop. Patient's hip was administered with a mixture of lidocaine, marcaine, and depo-medrol. Patient underwent imaging study. Impression: 1. Spondylosis with prior spinal fusion from t12 to s1. No significant interval changes. 2. Osteopenia. On (B)(6) 2011, patient presented for follow-up. Patient reported right posterior buttock pain and tenderness over bone graft site. Patient's tailbone and bone graft harvest site were injected with cortisone. On (B)(6) 2012, patient presented for follow-up. Patient reported pelvic pain in multiple areas and buttock pain. Cortisone injection provided minimal relief. Patient underwent x-ray of lumbosacral spine. Impression: extensive postoperative changes throughout the lumbar spine, stable when compared with the prior study. On (B)(6) 2012, patient underwent procedure for caudal epidural block for a pre-op diagnosis of 1. Status post lumbar fusion, 2. Persistent right buttock pain, 3. Probable residual stenosis. No complications were reported during the procedure. On (B)(6) 2012, patient presented for follow-up. Patient reported anterior pelvic pain radiating into the groin, bilateral buttock pain. Patient underwent x-ray of lumbosacral spine. Impression: extensive postoperative changes, stable. On (B)(6) 2013, patient reported recurrent right hip pain. X-rays showed excellent placement of the hardware. There was some mild lucency around the screws at s1 but a complete maturation of the fusion in the posterolateral gutters was present on the ap view and healing of the interbody grafts as well. Patient was injected with 3 cc of marcaine, lidocaine, and depo-medrol into the bursa sac. Impression: extensive postoperative changes, stable. No interval changes. No evidence of complication.